Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he had changed the infusion set at night and he woke up with high blood glucose level reported to be 569 mg/dl, at the time of incident. It took four hours to get him out of bed. Subsequently, the patient was admitted to the hospital due to diabetic ketoacidosis. A couple of days later they took out the infusion set and noticed the bent cannula. The infusion set part had gone in but bent the cannula and the pump had not alarmed. He was put on an intravenous drip as corrective treatment. This was the second time he had experienced a bent cannula issue. The site location was the patient's abdomen and he had a bit of an issue with scarred tissue, but he rotated sites. The patient stayed in the hospital for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.